Event description:
Acetabular reamers 44-54 are dull per surgeon.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed: the reamer was dull. It was observed the majority of the teeth on the reamer were blunt, beveled, and found to have dents and nicks. These factors contribute to the overall wear and dullness on the reamer confirming the reported event. Worn reamers will be less effective during use and require application of additional force during reaming. The DHR was reviewed and no discrepancies were found. Product was manufactured at the (B)(4) manufacturing facility in september 2012. From the time the reamer of this lot was released in september 2012 for use in the field, to the time the event occurred, the reamer was in use in the field for nearly two (2) years and it is unknown as to how many surgical procedures (cycles) this reamer has gone through throughout its life in the field. A trend analysis was performed for the 45 mm acetabular reamer sold to the customer from december 2013 through june 2015. (B)(4). Dull reamers are a common complaint which occurs as a result of the product exceeding its expected use. Instructions for use (IFU) instruct customers to discard instruments with dull cutting edges or damages. Manual surgical instruments have a limited life span which is generally determined by wear or damage due to repeated intended use. No further investigation required.

Event description:
Acetabular reamers 44-54 are dull per surgeon.